Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right internal carotid (ic) artery terminus and right middle cerebral artery (mca) m1/m2 segment. During the procedure, after one pass with the subject retriever and two passes with another manufacturer&#38112;device, thrombolysis in cerebral infarction (tici) score 3 reperfusion was obtained. During the procedure, subarachnoid hemorrhage (sah) was noted in the treated area; however, it was reported to be not serious, therefore no medical treatment was performed. The patient was reported to be recovering without any residual effect. The physician's opinion that was reported indicated that the sah was probably caused by vessel stretching due to the use of the retrievers. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right internal carotid (ic) artery terminus and right middle cerebral artery (mca) m1/m2 segment. During the procedure, after one pass with the subject retriever and two passes with another manufacturer's device, thrombolysis in cerebral infarction (tici) score 3 reperfusion was obtained. During the procedure, subarachnoid hemorrhage (sah) was noted in the treated area; however, it was reported to be not serious, therefore no medical treatment was performed. The patient was reported to be recovering without any residual effect. The physician's opinion that was reported indicated that the sah was probably caused by vessel stretching due to the use of the retrievers. No further information is available.